Manufacturer narrative:
One gold-tite® square uniscrew (unisg) and one unknown biomet implant were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The devices had been placed on an unknown tooth site for an unknown period of time. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. However, complaint history was not reviewed for the unknown implant. Based on the available information, device malfunction and the reported event could not be verified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a screw fractured in the implant. Part of it is still stuck in the implant. Doctor ordered a screw removal kit to retrieve the broken portion. Tooth location not reported.